Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the mini drawer had been sticking. A field service engineer (fse) had removed the trays and cleaned underneath each one, then tested the drawer using the hardware test application. The system had functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es mini drawer had been sticking. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex c & d.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es mini drawer had been sticking. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.